Event description:
Boston scientific received information that upon routine device interrogation, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed check shock lead message. Review of the daily measurements found a single shock impedance measurement of 0 ohms on one day five months earlier. No noise was recorded. All other impedance measurements were within normal limits. Additional information reported from the field representative indicates that chest x-ray showed no lead anomalies. The patient will be continued to be monitored and no adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.